Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hypoglycemia while using the ilet system, with the caregiver noting a blood glucose nadir of 62 mg/dl and confirming that insulin delivery had suspended below 70 mg/dl after approximately 1.35 units were delivered since early morning; the caregiver administered oral glucose and planned ongoing monitoring. Symptoms included no reported clinical manifestations. Outcomes included transient blood glucose outside target for approximately 30 to 60 minutes without medical intervention, hospitalization, or ketone testing. Investigation included troubleshooting and user education regarding insulin suspension behavior and treatment of hypoglycemia. Investigation of this case revealed no device malfunction and no component failure identified, with the precise cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.